Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that during a percutaneous transluminal coronary artery (ptca) procedure, a vessel dissection occurred. The target lesion being treated was located in the proximal left anterior descending (lad). During post-dilation of a non-bsc stent using a 3.5x8mm quantum maverick balloon a grade c dissection occurred. It is noted that according to documentation, the physician inflated the balloon to 20 atms. The dissection was treated with a 3.0x12mm non-bsc stent. Additionally, the dissection caused "pericard tamponade" which was treated with "pericard puncture" one year post procedure, the patient felt "good."